Event description:
On 9/2/2022, it was reported by a sales representative via sems that an abs-10011 acp kit series I had an issue, the seal was not working properly and blood was leaking. This was discovered during use with no impact to the patient. Additional information has been requested. On 09/15/2022, the sales representative stated the following information via phone: this event occurred during an unspecified procedure on (B)(6) 2022. Blood was leaking where the seal was, and the prp could not be retained. No facility staff or patient was harmed, the area was decontaminated and a new abs-10011 acp kit series I, lot number unknown, was used to complete the unspecified procedure. The facility staff and the patient are fine to date. The device was discarded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.